Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to reload the cartridge. The customer's blood glucose level was 113 mg/dl.